Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The following information was obtained from a literature article titled "novel application of a irrigant wound vacuum system for management of infected penile prostheses I n high risk patients" a patient initially underwent placement of a coloplast titan inflatable penile prosthesis. This developed an infection and during explantation pus was noted within the corporal bodies. A "h" shaped sponge was then placed within both corpora cavernosa, with subsequent irrigation of corporal bodies and scrotal compartment by a v.a.c with a vancomycin/gentamicin solution for 5 days, followed by removal of the vacuum device and placement of coloplast genesis¿ malleable penile prostheses with primary closure of his wound. The patient had no further complications.